Event description:
The customer reported that the x-ray beam was too large. No pt injury was reported.

Manufacturer narrative:
The ge service representative conducted an onsite investigation. The system was adjusted back into tolerance. The system was tested and operates as intended.